Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were cut by the physician during a heart valve case. Both leads were explanted and replaced. An attempted pacing lead exhibited high thresholds and was subsequently removed. No patient complications have been reported as a result of this event.